Event description:
The dental implant fx3412mlc was removed on (B)(6) 2018 due to failure to osseointegrate 5 months and 3 days after implantation. The patient has no significant medical history. The patient required another surgical intervention to recover.